Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a small posterior pericardial effusion was observed. The case was completed with cryo. The patient was transferred to the intensive care unit (ICU) for hemodynamic monitoring. Repeated transtoracic echocardiogram at 3 and 12 hours after the procedure were without evidence of a change in the effusion. The patient's hospitalization was extended. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.